Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 3022 laser console was used during a procedure, performed on (B)(6) 2022. During the procedure, the energy of the auriga xl 3022 laser console was insufficient. The procedure was unable to be completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is in pending service and not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.